Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient was revised because of high metal ion levels. Doi: (B)(6) 2010 dor: (B)(6) 2013 (unknown hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised because of high metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 7/16/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions (no labs provided). The stem is being added to the complaint.

Manufacturer narrative:
Additional narrative: this report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.